Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter detachment occurred. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the device was broken and separated at the collar part. No patient complications were reported.